Event description:
The user facility reported that during preventative maintenance (pm) of the device, the cooler heater would not heat. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Heating issue was resolved by the user facility biomedical engineer (biomed). The circuit breaker was reset at the direction of technical services trouble shooting over the phone with the biomed. Both main breakers were also be turned on since the compressor was on a separate circuit. The reported issue was resolved and cooler heater unit now heats. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.